Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed electrode ring 17 (shaft electrode 1) was displaced with exposed wires. Shaft electrode 1 read as an open circuit, consistent with the reported event. Shaft electrode 1 was displaced and conductor wire 17 was fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the exposed wires /fracture remains unknown.

Event description:
This report is to advise of exposed wires noted during analysis.